Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, based on the limited information provided, the root cause of the reported revision and the ¿inadvertently coupled¿ knee components could not be definitively concluded. Patient impact beyond the reported event could not be assessed; therefore, no further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a revision surgery was performed due to unspecified reasons. The original plan was a full revision of journey ii knee but intraoperative changed plan to leave the journey ii bcs femur and use a legion-journey lock detail revision tibia with a j2 bcs constrained insert. Current health status of the patient is unknown.